Event description:
A report was received that the patient experienced difficulty charging and the charger would not couple over the ipg. The patient was advised by the physician that the ipg was implanted too deep. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively and was able to charge in the new pocket site.